Event description:
An international customer reported that while a field service engineer (fse) was onsite servicing the sterrad nx sterilizer for another issue, an odor was discovered emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
The field service engineer replaced the oil return valve, oil mist filter, catalytic decomp filter and vacuum pump oil. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Manufacturer date: 08/10/2006. Conclusion code: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (9/22/2012 to 03/21/2013) did not observe any significant trend. (B)(4). The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.